Event description:
Customer was shaky and performed a blood glucose test and received a result of 109mg/dl. They called 911 because they felt low. Paramedics arrived 10 mins later and they performed a test and received a result of 40mg/dl. The customer was taken to the hosp and a lab was performed. The customer doesn't know the result just states it was low. The customer was admitted into the hosp for two days. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.